Manufacturer narrative:
B5 describe event or problem , corrected data: follow-up report #1 inadvertently left out relevant information.

Event description:
This report was found to be a duplicate of MFR. Report # 1644487-2019-01566 which captures the increased seizures as well as change in seizure pattern for this patient. Therefore, all future information received will be housed in MFR. Report # 1644487-2019-01566.

Event description:
The patient reported that for the first two months of implant the vns worked perfectly; but afterward the patient started having seizures or auras again. No additional relevant information has been received to date.

Event description:
It was reported by the patient that they experienced an increase in seizures, and the seizures were elicited by a magnet swipe. No additional relevant information has been received to date.